Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient's heart rate was in the 30's at their nursing home. Thresholds were checked that day and were normal. It was then reported that this rv lead was explanted. The reason for explant was not given.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 6.5 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received and subjected to an extensive analysis. The visual inspection showed cuts in the insulation. Additionally deformations of the outer conductor coil were noted. Based on the symptoms, it is reasonable to assume that these damages resulted from the explantation procedure. The analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.